Event description:
When the smart control was inserted through the sheath introducer, the stent nearly deployed because the locking pin was not properly inserted. Therefore, the stent delivery system (sds) was withdrawn from the pt and another smart control was used for the procedure. The prod was properly inspected according to the info for use (IFU). The locking pin was properly inserted before use. There were no other noted anomalies. There were no adverse consequences to the pt and the pt is in stable condition.

Manufacturer narrative:
This product is not available for analysis. Add'l info will be provided within 30 days of receipt.